Event description:
A us distributor contacted zoll to report that a patient developed a raw rubbed skin irritation under the left therapy pad of the lifevest equipment. Patient described area as broken skin and oozing. There was no alleged device malfunction contributing to the irritation. The patient's physician advised using an ace bandage under the lifevest. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.